Event description:
It was reported during the da vinci assisted surgical procedure; the one port of the generator was not working. The customer changed the generator and proceeded with the case as planned. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.